Manufacturer narrative:
Reported event: an event regarding disassociation involving of an accolade tmzf stem and a metal head was reported . Following a review by a clinical consultant shell malposition was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation medical records received and evaluation: a review by a clinical consultant noted: despite the somewhat limited clinical and radiological information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper requiring revision. No further investigation for this event is possible at this time. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that surgeon revised patient's right hip. The hip was implanted 11 years ago and was an accolade tmzf stem revised due to dislocation caused by trunnionosis. It was noted on explant that the trunnion was bent as a result of the trunnionosis and patient dislocated as a result. Surgeon removed the stem, head and liner. Revised stem and head and liner - cup remained - revised with competitor stem, head and stryker liner.

Manufacturer narrative:
Additional information: age at time of event; brand name; product code; common device name; catalog #; lot #, expiration date; date of implant; date of explant; manufacturing site for devices; PMA/510(k) #; device manufacture date. An event regarding malposition involving a trident shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation clinician review: a review by a clinical consultant noted: despite the somewhat limited clinical and radiological information, it is clear that the cup has significant malposition in absent anteversion which is very relevant to the failure mechanism of this case. Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the event was confirmed by medical review. A review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper requiring revision. No further investigation for this event is possible at this time. Further information such as device details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip. The hip was implanted 11 years ago and was an accolade tmzf stem revised due to dislocation caused by trunnionosis. It was noted on explant that the trunnion was bent as a result of the trunnionosis and patient dislocated as a result. Surgeon removed the stem, head and liner. Revised stem and head and liner - cup remained - revised with competitor stem, head and stryker liner.